Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 65-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. They encountered difficulty while placing the impella 5.5. During the initial delivery, the doctor was reported to have incorrectly positioned the wire for guided delivery. As a result, the pump could not be torqued into the correct position. The pump was removed twice from the body and rinsed with saline before interventional cardiology was consulted to place the device. With the noted assistance, the pump was able to recross the aortic valve and support was initiated.

Manufacturer narrative:
The investigation into the delivery issues- use has been completed since the original report was filed. The device was not returned for investigation. The root cause of the delivery issue was due to use as the wire was placed incorrectly.